Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for via phone call for high blood glucose. The customer¿s blood glucose level was 526 mg/dl. Customer reported that her set was defected and the connector cap is too big for her insulin pump. Customer reported that had some old infusion sets, but trying to use the new ones and they did not work, tried 3 from 1 box and 3 from another box and neither worked. Customer reported that she woke up with blood glucose of 500mg/dl. Customer reported that hospital took her off the insulin pump, was very sick, explained to hospital that she has no pancreas. Customer was released from hospital without insulin pump then had lows and highs that lead to hospitalizations, but is now back on pump. As per supervisor, hospitalizations do not need to be documented due to customer was not wearing the pump during her lows and highs. Customer reported that doctor took her off insulin pump to try to manage her blood glucose without insulin pump and this led to hospitalizations. Insulin pump will not be returned for analysis.